Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. The customer reported issues with seven sensors (all serial numbers unknown) and all have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which included the following information: a customer reported that seven of her freestyle libre sensors have failed within five weeks. No further information was provided. There was no report of an adverse event occurring or third-party medical intervention due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.